Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the back tire bearings are bad. She states they have already replaced them once and one of the tires fell off on (B)(6) 2015 but there was no injury.